Manufacturer narrative:
Analysis found that only the connector portion of the lead was returned in one piece measuring 3.3 cm. The damage found was sustained during the surgical procedure. Visual inspection found no lead insulation at the connector region. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The lead was not returned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance and insulation anomalies. The patient reported feeling fatigued. The lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition.